Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope distal cover fell off inside the body. The issue was identified during sedation, device inside patient, resulting in a procedural delay. The endoscopic retrograde cholangiopancreatography (ercp) diagnostic procedure was successfully completed with an olympus similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps elevator burnt, light guide lens glue peeled off. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.